Event description:
Situation an inferior venacava (ivc) filter had a retention barb at the tip of one of the filter legs shear off during explant from a patient. Barb remained in patient as a retained foreign body post procedure. Background patient had an ivc filer placed by (B)(6) back in (B)(6) 2024 for lle deep vein thrombosis (dvt) & bilateral pulmonary embolism (bilat pe). Patient returned to (B)(6) for removal but, due to the positioning of the filter against the inferior venacava, (B)(6) unable to remove. Patient seen by our medical doctor (md) and scheduled for ivc removal at ech. During the explant of the ivc filter, one of the retention barbs located at the distal end of the ivc legs sheared off. Under fluoroscopy, the md was able to determine that the foreign body had migrated to the pulmonary artery. Assessment no harm to the patient noted. Ivc filter was sequestered by vendor rep. Manufacturer was notified and they will be communicating with quality/risk about the incident. Recommendation from a procedural perspective, this is an unplanned event with a retained foreign body due to a potential defect in the implant. We did note post procedure deviations by both the provider and staff that we needed to address.

Manufacturer narrative:
The sample is indicated as available for return. As of the date of this report, the sample has not been returned. A follow-up report will be provided once the device has been received and reviewed.

Manufacturer narrative:
We were unable to review the manufacturing and inspection records for this lot as the lot # and product # was missing. Additionally, no photographic or visual evidence of any kind was provided, which would have allowed the allegation to be reviewed. Barb detaching from one of the filter legs may have resulted from a variety of potential factors such as excessive tissue ingrowth or forceful retrieval. However, without receiving the sample, we are unable to conduct a comprehensive investigation. As a result, we cannot determine a definitive root cause or establish an appropriate corrective action at this time. Additional information provided in h.6 and h.11.